Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rubella virus congenital infection, vaginal yeast infection, pregnancy (headache during pregnancy), prophylaxis, pain, tiredness, hypertension, c-section, morbid obesity, vulvovaginal rash, vaginal swelling, vaginal pain, vaginal discharge, difficulty in walking, gallbladder pain, thyroid gland injury, ovarian cyst, burning sensation, itching, redness, hyperglycemia, appendicectomy and tonsillectomy. Previously administered products included for an unreported indication: lasix from (B)(6) 2018 to (B)(6) 2020, excedrin migraine, tylenol, diflucan 150, lotrimin and amitriptyline. Concurrent conditions included gerd, blood pressure high, hypothyroidism, dizziness, bleeding genital, diarrhea, acute cholecystitis, glucose intolerance, right upper quadrant pain, cramp in lower abdomen, eating disorder, hepatic steatosis, sleep apnea, attention deficit/hyperactivity disorder, allergy, benign essential hypertension, adnexal mass, adnexa uteri mass, chest tightness, murphy's sign positive (there is positive murphy¿s sign.), appetite disorder, chills, ovarian mass and esophagogastroduodenoscopy. Family history included thyroid disorder (mother ¿thyroid disease., hypertension) and hypertension (mother ¿thyroid disease., hypertension father: hypertension, paternal grandmother- hypertension). Concomitant products included alprazolam (xanax) since (B)(6) 2005 for anxiety, vitamins nos (multivitamins) since (B)(6) 2007 for female sterilisation, ranitidine hydrochloride (zantac) since (B)(6) 2015 for gerd, levothyroxine sodium (synthroid) since (B)(6) 2012 for hypothyroidism as well as brexpiprazole (rexulti) since (B)(6) 2004, budesonide;formoterol fumarate (symbicort), bupropion, ciprofloxacin (cipro), desvenlafaxine, desvenlafaxine succinate (pristiq), diclofenac diethylamine (cataflex), doxycycline (doxy), escitalopram oxalate (lexapro), fluconazole, hydrochlorothiazide;triamterene (dyazide), ibuprofen, ibuprofen (motrin), lamotrigine, levocetirizine dihydrochloride (xyzal) since (B)(6) 2014, lisdexamfetamine, lisdexamfetamine mesilate (vyvanse) since (B)(6) 2004, lisinopril since 2001 to (B)(6) 2019, methyldopa, metronidazole (flagyl), norethisterone (micronor), olmesartan medoxomil (benicar), omeprazole (protonix) since (B)(6) 2017, ondansetron (zofran), prochlorperazine, propranolol hydrochloride (inderal), rizatriptan, sertraline hydrochloride (zoloft), sumatriptan (imitrex), topiramate, topiramate (topamax) and vitamin d nos (vitamin d) since (B)(6) 2007. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced abdominal pain ("pain abdominal area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines / headaches"), 17 days after insertion of essure (ess205). On (B)(6) 2005, the patient experienced depression ("psychological or psychiatric problems condition: depression\psych injury "), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue"). On (B)(6) 2007, the patient experienced vaginal cyst ("infection (other) describe: vaginal lump"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (hysterectomy (full) with bilateral salpingectomy, unilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety, migraine, nausea, fatigue, weight increased and vaginal cyst outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal cyst, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: insertion details- 3 coils were visualized within the cavity on both sides. Current weight 250 lbs. Previously reported insertion date : (B)(6) 2009, as per mr insertion date- on (B)(6) 2005 patient had received treatment for pelvic/abdominal pain, general abnormal bleeding and not for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: result: total bilateral occlusion. Fallopian tubes were blocked. Per mr- impression: good post-surgical appearance status post essure sterilization. Essure device was successfully occluded. Doctor said that the fallopian tubes were blocked. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: migraine, fatigue, abdominal pain,vaginal cyst, nausea, anxiety, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events abnormal bleeding(vaginal) was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rubella virus congenital infection, vaginal yeast infection, pregnancy (headache during pregnancy), prophylaxis, pain, tiredness, hypertension, c-section, morbid obesity, vulvovaginal rash, vaginal swelling, vaginal pain, vaginal discharge, difficulty in walking, gallbladder pain, thyroid gland injury, ovarian cyst, burning sensation, itching, redness, hyperglycemia, appendicectomy and tonsillectomy. Previously administered products included for an unreported indication: lasix from (B)(6) 2018 to (B)(6) 2019, excedrin migraine, tylenol, diflucan 150, lotrimin and amitriptyline. Concurrent conditions included gerd, blood pressure high, hypothyroidism, dizziness, bleeding genital, diarrhea, acute cholecystitis, glucose intolerance, right upper quadrant pain, cramp in lower abdomen, eating disorder, hepatic steatosis, sleep apnea, attention deficit/hyperactivity disorder, allergy, benign essential hypertension, adnexal mass, adnexa uteri mass, chest tightness, murphy's sign positive (there is positive murphy¿s sign.), appetite disorder, chills, ovarian mass and esophagogastroduodenoscopy. Family history included thyroid disorder (mother ¿thyroid disease., hypertension) and hypertension (mother ¿thyroid disease., hypertension father: hypertension, paternal grandmother- hypertension). Concomitant products included alprazolam (xanax) since (B)(6) 2005 for anxiety, ranitidine hydrochloride (zantac) since j(B)(6) 2015 for gerd, levothyroxine sodium (synthroid) since (B)(6) 2012 for hypothyroidism as well as brexpiprazole (rexulti) since (B)(6) 2004, budesonide;formoterol fumarate (symbicort), bupropion, ciprofloxacin (cipro), desvenlafaxine, desvenlafaxine succinate (pristiq), diclofenac diethylamine (cataflex), doxycycline (doxy), escitalopram oxalate (lexapro), fluconazole, hydrochlorothiazide;triamterene (dyazide), ibuprofen, ibuprofen (motrin), lamotrigine, levocetirizine dihydrochloride (xyzal) since (B)(6) 2014, lisdexamfetamine, lisdexamfetamine mesilate (vyvanse) since (B)(6) 2004, lisinopril since 2001 to (B)(6) 2019, methyldopa, metronidazole (flagyl), norethisterone (micronor), olmesartan medoxomil (benicar), omeprazole (protonix) since (B)(6) 2017, ondansetron (zofran), prochlorperazine, propranolol hydrochloride (inderal), rizatriptan, sertraline hydrochloride (zoloft), sumatriptan (imitrex), topiramate and topiramate (topamax). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced abdominal pain ("pain abdominal area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines / headaches"), 17 days after insertion of essure (ess205). On (B)(6) 2005, the patient experienced depression ("psychological or psychiatric problems condition: depression\psych injury "), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue"). On (B)(6) 2007, the patient experienced vaginal cyst ("infection (other) describe: vaginal lump"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (hysterectomy (full) with bilateral salpingectomy, unilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the vaginal haemorrhage, depression, anxiety, migraine, nausea, fatigue, weight increased and vaginal cyst outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal cyst, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: insertion details- 3 coils were visualized within the cavity on both sides. Current weight 250 lbs. Previously reported insertion date : (B)(6) 2009, as per mr insertion date-(B)(6) 2005. Patient had received treatment for pelvic/abdominal pain, general abnormal bleeding and not for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: result: total bilateral occlusion. Fallopian tubes were blocked. Per mr- impression: good post-surgical appearance status post essure sterilization. Essure device was successfully occluded. Doctor said that the fallopian tubes were blocked. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: migraine, fatigue, abdominal pain,vaginal cyst, nausea, anxiety, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : new events - general abnormal bleeding added, outcome for the events pelvic pain and general abnormal bleeding updated to recovered / resolved. Product insertion date updated. Event psych injury clubbed with psychological or psychiatric problems condition: depression. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rubella virus congenital infection, vaginal yeast infection, pregnancy (headache during pregnancy), prophylaxis, pain, tiredness, hypertension, c-section, morbid obesity, vulvovaginal rash, vaginal swelling, vaginal pain, vaginal discharge, unable to walk, gallbladder pain, thyroid gland injury, ovarian cyst, burning sensation, itching, redness, hyperglycemia, appendicectomy and tonsillectomy. Previously administered products included for an unreported indication: lasix from (B)(6) 2018 to (B)(6) 2019, lotrimin, diflucan 150, excedrin migraine, amitriptyline and tylenol. Concurrent conditions included gerd, blood pressure high, hypothyroidism, dizziness, bleeding genital, diarrhea, acute cholecystitis, glucose intolerance, right upper quadrant pain, lower abdominal pain, eating disorder, hepatic steatosis, sleep apnea, attention deficit/hyperactivity disorder, allergy, benign essential hypertension, adnexal mass, adnexa uteri mass, chest tightness, murphy's sign positive (there is positive murphy¿s sign.), appetite disorder, chills, ovarian mass and esophagogastroduodenoscopy. Family history included thyroid disorder (mother ¿thyroid disease., hypertension) and hypertension (mother ¿thyroid disease., hypertension father: hypertension, paternal grandmother- hypertension). Concomitant products included alprazolam (xanax) since (B)(6) 2005 for anxiety, ranitidine hydrochloride (zantac) since (B)(6) 2015 for gerd, levothyroxine sodium (synthroid) since january 2012 for hypothyroidism as well as brexpiprazole (rexulti) since january 2004, budesonide;formoterol fumarate (symbicort), bupropion, ciprofloxacin (cipro), desvenlafaxine, desvenlafaxine succinate (pristiq), diclofenac diethylamine (cataflex), doxycycline (doxy), escitalopram oxalate (lexapro), fluconazole, hydrochlorothiazide;triamterene (dyazide), ibuprofen, ibuprofen (motrin), lamotrigine, levocetirizine dihydrochloride (xyzal) since (B)(6) 2014, lisdexamfetamine, lisdexamfetamine mesilate (vyvanse) since (B)(6) 2004, lisinopril since 2001 to (B)(6) 2019, methyldopa, metronidazole (flagyl), norethisterone (micronor), olmesartan medoxomil (benicar), omeprazole (protonix) since (B)(6) 2017, ondansetron (zofran), prochlorperazine, propranolol hydrochloride (inderal), rizatriptan, sertraline hydrochloride (zoloft), sumatriptan (imitrex), topiramate and topiramate (topamax). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced abdominal pain ("pain abdominal area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines / headaches"), 27 days after insertion of essure (ess205). On (B)(6) 2005, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue"). On (B)(6) 2007, the patient experienced vaginal cyst ("infection (other) describe: vaginal lump"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (hysterectomy with bilateral salpingectomy, unilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, depression, anxiety, migraine, nausea, fatigue, weight increased and vaginal cyst outcome was unknown and the abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal cyst, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: insertion details- 3 coils were visualized within the cavity on both sides. Current weight (B)(6) lbs. Previously reported insertion date : (B)(6) 2009, as per mr insertion date-(B)(6) 2005 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: result: total bilateral occlusion. Fallopian tubes were blocked. Per mr- impression: good post-surgical appearance status post essure sterilization. Essure device was successfully occluded. Doctor said that the fallopian tubes were blocked. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: migraine, fatigue, abdominal pain,vaginal cyst, nausea, anxiety, depression. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 07/24/2019: pfs and mr was received. New events-¿ abnormal bleeding (vaginal, menorrhagia), vaginal lump, depression, mental anguish, migraines / headaches, nausea, fatigue, weight gain, abdominal pain¿, new reporters , patient demographics ,concomitant and historical condition,. Concomitant and historical drugs , events onset date ,lab test added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.